Event description:
A surgeon reported that during a cataract extraction and vitrectomy procedure, there was difficulty performing aspiration and low illumination. After 90 minutes of troubleshooting and exchanging the light fiber, the case was aborted and rescheduled. A secondary procedure has been completed; however, current condition of the patient is unknown at this time. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the power supply and the vacuum/pressure manifold assembly. The system was then tested and met product specifications. The root cause is unknown at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).